Manufacturer narrative:
Based on the current information provided, the cause of the bowel injury is surgeon induced secondary to complicated adhesion dissection. If additional information is received, a follow-up MDR will be submitted. The system error 25003 issue was addressed with phone support. A power cycle cleared the error and recovered the system. No site visit was conducted. The system was working properly, and no additional action was required. System log review confirmed that error 25003 occurred later during the procedure. The first time this error occurred was at 11:12 am; the procedure started at 9:16 am. The logs confirmed the first time the error occurred was almost two hours after the surgery began; the reported injury allegedly happened at the beginning of the surgery. Additionally, all instruments used in the case were used in subsequent procedures, except for the following: vessel sealer instrument, which is a single-use instrument, and the megasuturecut needle driver. Site history reviews have shown that no complaints were filed against these instruments. No images or videos were shared for the event. A review of the site's complaint history does not show any additional complaints related to this event. No product is expected to be returned for failure analysis as there was no alleged product malfunction. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted hysterectomy surgical procedure, after port incision, and near the beginning of the procedure, the surgeon was dissecting adhesions. At that time, there was a question of bowel integrity. As a result of complex adhesions, the patient experienced a small serosal tear on the bowel during dissection. The general surgeon who performed the colectomy later repaired the serosal tear. There was no allegation of an isi device or system malfunction. The cause of the reported bowel injury is surgeon induced, secondary to patient anatomy. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
On (B)(6) 2020, it was reported that during a da vinci-assisted surgical procedure, the customer had called in regarding repeated system error 25003. An intuitive surgical, inc. (Isi) technical service engineer (tse) was contacted, and the tse advised how to resolve the error successfully. During the call, the robotics coordinator reported that the surgeon had injured the patient's bowel at the start of the case. The bowel injury occurred prior to the system error 25003. On (B)(6) 2020, isi had contacted the robotics coordinator regarding the injury reported, and she confirmed that the surgeon had injured the patient's bowel at the start of the case. The bowel injury was repaired by another surgeon who would perform the second half of the planned two stage surgery. The robotics coordinator also confirmed that the bowel injury was unrelated to the robot or the error that occurred, and it was surgeon error. On (B)(6) 2021, isi contacted an isi clinical sales representative (csr) who had connected with the site's or director and obtained the following information: it was stated that the information provided was from the operating notes, since both the surgeons and the robotics coordinator are retired. It was reported (by the or director from the operative notes) that the procedure was a combination of a robotic-assisted hysterectomy followed by a planned laparoscopic sigmoid colectomy. After port incision, the surgeon was dissecting adhesions at the beginning of the surgery. At that time there was a question of bowel integrity. As a result of the complex adhesions, the patient experienced a small serosal tear on the bowel during dissection. The general surgeon who performed the colectomy later repaired the serosal tear. The operative notes did not indicate if the surgeon used laparoscopic or robotic instruments for the adhesion lysis. It was confirmed the error issue the customer had called in had occurred later during the procedure and was unrelated to the patient's bowel injury. It was confirmed that there was no mention of an isi device having caused or contributed to the bowel injury. The csr stated the site did not provide additional details.